Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/26/2011. (B)(4) - sinus tract formation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open umbilical hernia repair on an unknown date and mesh was used. Two months after the procedure, the surgeon removed the mesh due to a sinus tract that developed between the skin and the mesh. The skin appeared red. The mesh did not appear to incorporate with the abdominal wall and the support ring had fractured, leaving smaller pieces that were not breaking down.